Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation is complete. This is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection and an event history log review. The device failed accuracy confirmation test; the fluid reading displayed on the device did not reflect the actual fill or drain volume. The cause was determined to be deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.